Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but the unit has not been received.

Event description:
A consumer reported that their thermometer was giving false negative readings on their child. The device allegedly was reading 3-4 degrees lower than the patient's actual temperature. The child was seen by a doctor twice in one week, and both times it was confirmed that he had a low grade fever. There were no complications from this incident, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.